Event description:
The facility reported that while attendants were transferring consumer from their wheelchair to the bed, the consumer being agitated and moving around allegedly fell to the floor after the strap slipped off the lift.